Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A talent stent graft system was implanted in the patient for the endovascular treatment of an aneurysm of an unknown size. It was reported approximately 8 years post the index procedure, the patient presented emergently. The patient experienced a rupture and haemoptysis. CT showed the talent stent graft had possibly migrated distally and there was either a type iii or a type ib endoleak observed. Intervention was carried out with the implantation of a valiant stent graft and a non -medtronic device. It was reported that this issue was not resolved. No clinical sequelae were reported and the patient will be monitored.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.